Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we found none regarding the lot number 9405102. We received seven sealed samples. After opening, the balloons were inflated and no defects were observed. A drainage test was also performed. All the catheters conformed to specifications. Quality database was checked and revealed no anomaly in relation to the described defect. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information after insertion of the foley catheter, the urine was not draining. The device was changed 3 times.